Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue. An issue related to the machine flow sensor was observed. The device's machine flow sensor was replaced to address the issue.